Event description:
Report received via (B)(6) regarding a motor device in which during pre-surgery, it was observed that the device was "too hot to handle". It was unknown to the reporter if a spare device was available. However, no delays in the surgical procedure were reported. No injuries or medical intervention were reported. The exact event date was unknown, although it was indicated it occurred in the year 2013. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition could not be duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).